Manufacturer narrative:
Should also be an adverse event.

Event description:
It was reported that the patient presented in the clinic for a device follow-up. Upon interrogation, it was noted that the atrial lead had dislodged and x-ray confirmed the dislodgement. Further investigation showed failure to capture on the right ventricular lead. The patient had the system explanted and replaced at a later date. No further information was available.